Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomaly or unexpected insulin flow blocked alarm noted. Unit was tested with a water fill reservoir. Units left on status screen matched properly with units left on test reservoir. No anomalies noted. Unit received with minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 18 mg/dl. The customer noticed high blood glucose and wanted to replace the reservoir. The reservoir was empty when the customer removed it while the pump status showed 80 units remaining. Troubleshooting could not be performed. The insulin pump will be returned for analysis.